Event description:
It was reported a surgeon visiting acumed during product training, that a screw broke during insertion. In following up with the surgeon. On (B)(6) 2026, it was confirmed to be an acumed brand system and screw. The surgeon confirmed the procedure was for a 2nd metacarpal fracture in which she started to experience increased resistance. Upon further examination of the screw, the head was broken from the shaft. The surgeon confirmed a rep from the distributor was the field contact for the case. Confirmed it caused a delay of around 20 minutes as the tip of the screw was unable to be extracted, however finished the procedure by utilizing a plate. Part of the screw remains in situ and the other part was discarded.

Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, part of the screw remains in situ and the other part was discarded. The root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.